Event description:
On (B)(6) 2011, pt reported experiencing frequent occlusion errors on her infusion device. Pt stated, she is having elevated blood glucose levels because, she does not think insulin is correctly coming through the infusion set tubing. Pt was able to clear the e4 (occlusion) error prior to the call. Pt reported, she has experienced several occlusion errors since last night. Pt stated, she changed the infusion set tubing, the insulin cartridge, the infusion adapter, and the infusion site. Pt reported, since the e4 (occlusion) errors began to occur; she has started experiencing elevated blood glucose levels. Pt stated, her blood glucose level was 457 mg/dl last night. Pt reported, she changed her infusion set tubing, bolused and then went to bed. Pt stated, she woke up in the middle of the night and her blood glucose level was in the 300 mg/dl range. Pt reported, she changed her infusion set tubing again and bolused. Pt stated, her blood glucose level was around 350 mg/dl this morning when she woke up and she changed her insulin cartridge, infusion adapter, infusion site and infusion set tubing. Pt's normal blood glucose range is around 80-110 mg/dl. Pt reported, she does not let the insulin warm to room temperature. Pt stated, there may be a leak in the system. Pt reported, the insulin is pooling around the top of the insulin cartridge and not following through the infusion set tubing like it should. Had pt disconnect the tubing and attempt to bolus; no insulin flowed through the tubing. On f/u call, pt reported she has not had a chance to change her infusion set. Advised to change the infusion set. Attempts to f/u with the pt were unsuccessful. The pt did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for eval.